Manufacturer narrative:
The device was received on (B)(6) 2018. The testing and investigation summary is pending.

Event description:
The customer contact alleged the plum a+ device over delivered an infusion therapy of pitocin. At 10:51, the nurse increased the dose of pitocin from 4cc to 6cc/per hour for a duration of 2 hours. At 11:28, the staff noticed fetal heart rate decelerations and the patient was repositioned, oxygen was administered, and the infant was delivered within minutes. The mom and baby experienced a normal postpartum recovery and were discharged home. After the event, the staff evaluated the device and noticed the infusion rate was set at 100cc/hour and the device was discontinued. No further information has been provided.

Manufacturer narrative:
Testing and investigation found the complaint could not be confirmed; therefore, a probable cause could not be determined. Additionally, testing noted the device programming was voluntarily changed by the user. A review of the device history logs confirmed the rate was changed from 4 to 6cc/hour. The device infusion was stopped and manually re-programmed at 100cc/hour by the staff, there was no independent rate change. The device passed all functional testing and is within specifications.